Manufacturer narrative:
This follow-up report is being filed to correct information and to relay additional information, which was unknown at the time of the initial medwatch. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01840 / 01841). Discarded.

Event description:
It was reported that patient underwent a left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient underwent a poly exchange on (B)(6) 2014 due to unknown reasons. Patient was further revised on (B)(6) 2015 due to pain and clicking. All components were removed and replaced with a total knee system.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015- 01840).